Event description:
The customer reported she received no delivery alarms on her insulin pump. Her blood glucose was 543 mg/dl, which was treated with injection. Troubleshooting was performed. During a fixed prime, the customer became concerned that not enough insulin was dispensed. The customer removed the reservoir from the insulin pump, disconnected and reconnected the reservoir with the infusion et at the tubing connector and pushed insulin through with a plunger. Insulin exited the tubing. The customer was then advised to run a manual prime. Insulin exited and the insulin pump was working as designed. It was explained to the customer that the alarm was caused by a set or reservoir occlusion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.